Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was exhibiting high impedances on most of the contacts and therapy was ineffective and uncomfortable stimulation. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention was undertaken wherein the system was explanted.